Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 information: correction: this case was a duplicate of case cer 146586. Case cer (B)(4) was submitted under number cer (B)(4) MDR_3001421318-2024-00565. Therefore, this case is closed without further actions.

Event description:
The following was reported to hamilton medical ag: starting the vent to perform preop check failed, device screen stayed black, alarming (ambient mode) no restart by pressing start button for 10 sec or longer possible. No patient involvement reported. Occurred during startup before preop check.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 information: correction: this case was a duplicate of case (B)(4). Case (B)(4) was submitted under number (B)(4) MDR_3001421318-2024-00565. Therefore, this case is closed without further actions. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: starting the vent to perform preop check failed, device screen stayed black, alarming (ambient mode). No restart by pressing start button for 10 sec or longer possible. No patient involvement reported. Occurred during startup before preop check.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: starting the vent to perform preop check failed, device screen stayed black, alarming (ambient mode) no restart by pressing start button for 10 sec or longer possible. No patient involvement reported. Occurred during startup before preop check.